Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 542 mg/dl at the time of the event. Troubleshooting was performed and found that the customer had an issue with the cannula insertion. The cannula was found bent.  It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue using the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.